Event description:
Facility called to report that unit has stopped during compounding with no alarm being generated. Facility wanted to know how to override programming so that compounding could continue. Facility indicated that they had pushed the stop button when they noticed the compounder had stopped; however, compounder would not start. Faicility was advised to discard the bag by baxter technical support. Facility was unwilling to discard the bag, instead wanted to know how to program unit to deliver the rest of the volume remaining that was not compounded. Baxter technical support advised customer that he could not help the customer with that override . It was recommended. Pharmaceutical support was offered to the customer who declined. Baxter technical suppost then advised customer again to discard bag due to the fact that it may have been compromised. Facility advised baxter technical support that the customer did not have time to talk to pharmacist, that the customer would discard bag.